Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: parts in exterior of the control section were missing, confirmed a third party repair has been performed, the scope connector was damaged, due to a pinhole on the channel tube the water tightness was lost, the acoustic lens was damaged, the bending section cover rubber and bending section were broken, due to a crack on the ultrasonic connector the water tightness was lost, the ultrasound connector of the contact pins had corrosion, the ultrasound connector case had discoloration, and the universal cord was deformed, and no biopsy needle came out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope device did not pass the leak test and no biopsy needle came out. The issue was observed during reprocessing and no patient or procedure was involved. The device was returned to olympus for a device evaluation and found insufficient or incorrect reprocessing; foreign material correct processing could not be performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot, the channel mount unit had foreign objects, the electrical connector had foreign objects the image guide bundle had foreign objects and the connecting tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing could not be conducted properly due to leakage of the device (likely cause by wear and tear damage with customer mishandling and with increasing use/time). The event can be prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.